Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the left and right scroll arrows on the monitor did not function properly. The user reported at times the scroll arrows were touchy or hard to scroll. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.